Event description:
It was reported that an ilet pump became unresponsive and froze during the fill tubing step of initial setup, which was resolved after the user connected the paired phone and performed a remote restart, then completed setup and filled the tubing successfully. Investigation included technical troubleshooting and verification of current firmware. Further investigation of this case revealed that the device reboot restored normal function and that the device operated as expected after restart. No reported symptoms during the event and no adverse clinical effects were reported. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event was consistent with a temporary device freeze that resolved with a remote restart, with no patient harm.